Manufacturer narrative:
(B)(4). Unit received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads and missing display window/cover. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a big crack around the battery compartment area. No harm requiring medical intervention was reported. The device will be returned for analysis.